Event description:
It was reported to nova biomedical that a consumer called 911 due to her higher than expected results she was getting on her blood glucose meter throughout the morning hours. When the paramedics arrived, they did back to back testing on their unknown blood glucose meter, getting results of 100 mg/dl and 105 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.